Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient was pre-operatively diagnosed with status post 2 previous l5-s1 microdiscectomies with recurrent spinal stenosis, recurrent disc herniation, and severe subarticular and foraminal stenosis, left l5-s1. Severe progressive chronic lumbosacral back pain and recurrent left leg pain. Failure of conservative measures. Indication for surgery: an MRI was repeated twice with gadolinium that showed a recurrent disc herniation on the left at l5-s1 and subarticular impingement of the right at l5-s1. The patient underwent the following procedures: left-sided l5-s1 formal transfacet/transforaminal nerve root decompression, exiting left l5, traversing left s1 nerve root. Left-sided access transforaminal lumbar interbody device with bmp2/ acs and allograft cancellous supplementation bone and autogenous local decompressive bone. Right-sided l5-s1 hemilaminotomy, medial facetectomy, and subarticular decompression of the traversing right s1 nerve root. Right-sided facet, right-sided posterolateral fusion with bmp2/acs and allograft cancellous supplementation and autogenous local decompressive bone. Posterior spinal segmental instrumentation and fusion with 3d pedicle screw instrumentation l5-s1, 6.5 x 40 mm screws placed at l5, 7.5 x 35 mm screws placed at s1. Patient tolerated the procedure well without any intraoperative complications. Patient was discharged on (B)(6) 2010. Findings of the surgery: severe spinal stenosis, bilateral subarticular, left greater than right, recurrent disc herniation left l5-s1 causing severe foraminal and subarticular impingement of the traversing left s1 and exiting left l5 nerve root, hypermobility, disc desiccation, degeneration at l5-s1.